Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack in it and after it was connected to the transfer set, there was iodine and solution leaking out. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the sample was received and evaluated. A visual inspection identified a slit at the edge of the minicap. The reported condition of the leak was verified during the sample analysis. The cause of the leak was the damage to the minicap, but the cause of that damage could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.